Event description:
It was reported by the rep the device was used in a laparoscopic cholecystectomy. It was reported the o ring fell into the pt's abdomen. It was retrieved with a grasper. There was no consequence to the pt.